Event description:
It was reported that the patient has expired after implant duration of approximately zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had another device implanted; (B) (4). Information was learned through implant patient registry. Two requests were made to the health-care provider via fax (on 03/19/2010 and 03/26/2010) for the device, operative report, and additional information; however, no response was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.